Event description:
It was reported that the patient faced infusion set leakage issue event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction via pump. The infusion set was in use for three to four hours.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.